Event description:
During a laparoscopic vertical gastro-plasty procedure, after an ir60b reload had been fired, it was noted that the mid-section of the proximal staple line had been cut, but no staples in this area had been formed. The staple line was subsequently oversewn.

Manufacturer narrative:
Visual examination of the returned ir60b reload showed that there were loose staples in the knife garage. This is evidence that the device had been fired across an existing staple line, and the pre-existing staples had been dragged by the knife along the course of its travel. This finding was the cause of the failure to form staples in the mid-section of the staple line. The device is not intended to be used in firing across an existing staple line. Evaluation summary: first unit worked as intended. Second unit had broken anvil. Three reload were fired through a staple line. Four performed as intended.